Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the cuts in the outer insulation as well as deformed conductor coils, which were determined to be induced during the procedure. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement. As a result, the procedure and hospitalization was prolonged. A new ra lead was successfully placed, and the attempted ra lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.